Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported on (B)(6) 2016 that a laser vision correction patient had surgery on (B)(6) 2007 and presented on (B)(6) 2013 with changes in post-lasik topography causing cylinder and diagnosis of corneal ectasia in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of decrease visual acuity without glasses. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye post-op 20/20 -1.00 x -1.50 x 15, left eye post-op 20/20 -.50 x -2.25 x 106.